Manufacturer narrative:
Date sent: 09/06/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hernia procedure the device staples would not close correctly. Another instrument was used to complete the procedure with no pt consequence.